Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. A couple of weeks later, the system was replaced with a 4.5 cm cuff, pump, and 71-80 cmh2o balloon. The patient was stable. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.